Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (Therapy date): unknown. Reporter phone number: (B)(6). (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgery took longer than usual, since the drilling for distal locking did not fit properly onto the distal locking hole of the proximal femoral nail antirotation (pfna). It is suspected that the aiming arm might be deformed. It is unknown by how long the surgery was prolonged. No patient harm reported. Reported concomitant device: pfna (part / lot: unknown, quantity: 1). This report is for one (1) connect-scr-cann f/pfn+pfna. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was completed successfully.

Manufacturer narrative:
Additional concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device: locking screw (part/lot unknown, quantity 1).